Event description:
It was reported the implantable cardioverter defibrillator (ICD)&#1241;stem was explanted due to bacterial endocarditis with vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The presence of a lead removal wire prevented electrical continuity testing. Visual continuity inspection was limited to the area of conductor visible only with non-destructive testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.